Manufacturer narrative:
Block h6: imdrf code a1406 captures the reportable event of spontaneous inflation. Imdrf code f2203 captures the reportable event of imaging required. Imdrf code f2202 captures the reportable event of endoscopic procedure. Block h11: the bib intragastric balloon was returned for analysis. A visual analysis noted the balloon was deflated with a large hole that rolls inwards. Also, it was found colored, most likely with methylene blue. A photo was provided by the customer which showed the balloon inside patient anatomy. A line can be seen that indicates the presence of air in the balloon. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU), the igb is placed in the stomach and filled with sterile saline. Based on the information provided, most likely procedural factors such as the handling of the device and/or the technique used by the physician, could have resulted in the damages encountered in the device. The reported events are known and documented in the labeling and for this reason this event is catalogued as known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an orbera bib intragastric balloon was implanted (B)(6) 2024. In september, the patient presented with intense abdominal pain and vomit. Balloon hyperinflation was confirmed via endoscopic images. On (B)(6) 2024, the ballon was removed. A new balloon has been placed. The patient condition is reported as fine. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6: imdrf code a1406 captures the reportable event of spontaneous inflation. Imdrf code f2203 captures the reportable event of imaging required. Imdrf code f2202 captures the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that an orbera bib intragastric balloon was implanted (B)(6) 2024. In september, the patient presented with intense abdominal pain and vomit. Balloon hyperinflation was confirmed via endoscopic images. On september 16, 2024, the ballon was removed. A new balloon has been placed. The patient condition is reported as fine. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline.